Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous mid to distal right coronary artery (rca). A 12 mm x 2.75 mm nc quantum apex was advanced to pre dilate the target lesion. During the second inflation at 12 atms a balloon rupture occurred. The nc quantum apex balloon catheter was removed. The procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good.

Event description:
It was further reported that vascular access was obtained via the right radial artery. The target lesion was located in the severely calcified mid to distal right coronary artery (rca). On the first inflation the nc quantum apex mr balloon catheter was inflated to 18atms. The nc quantum apex mr balloon catheter was removed intact.

Event description:
It was further reported that vascular access was obtained via the right radial artery. The target lesion was located in the severely calcified mid to distal right coronary artery (rca). On the first inflation the nc quantum apex mr balloon catheter was inflated to 18atms. The nc quantum apex mr balloon catheter was removed intact.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by manufacturer: examination of the returned device revealed blood and contrast in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 3mm from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material and the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).